Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to loosening of the tibial tray. Per the surgeon, the loosening was because the cement tibia mantle failed to hold. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.